Event description:
Complaint conclusion summary: a 2.75 mm diameter x 18 mm length driver otw coronary stent system was inserted into a pt for the treatment of a right coronary artery lesion. The vessel morphology is moderate calcification, moderate to severe tortuosity, and 80 percent stenosis. It is unknown if the lesion was pre-dilated. It was reported that during the preparation of the sds the tech pulled negative twice. The physician was attempting to reach the lesion but was unable to cross the lesion. The physician attempted to pull the catheter back into the guide when stent came off of the balloon when the sds was pulled back into the guide catheter. The dislodged stent floated down to the peripheral vascular. The lesion was left untreated. No additional clinical sequelae were reported and the pt is fine.